Event description:
It was reported that distal missdrillings occurred with the mentioned target device. There was a delay of approx 15 - 20 min. No longer than 30 min. Surgery completed by freehand locking.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the alleged event of distal mis-targeting was not confirmed. Functional test revealed neither proximal nor distal contacts of the drills to the drill holes of a sample nail. The function of the target device returned was fully given. Potentially reduced accuracy in guidance is usually found during functional check which is required per IFU. In case of any deviation it is realized prior to use. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. Although a real root cause could not be determined the alleged event is most likely caused due to a sub-optimal intra-operative procedure.

Event description:
It was reported that distal missdrillings occurred with the mentioned target device. There was a delay of approx 15 - 20 min. No longer than 30 min. Surgery completed by freehand locking.